Manufacturer narrative:
Updated event description and as reported codes. Device not returned for evaluation.

Event description:
It was reported that due to a mechanical failure or fluid loss the patient had his artificial urinary sphincter (aus) removed and replaced. The physician stated later that the pump appeared to be empty of fluid but on cystoscopy the cuff appears full of fluid but not completely coapting. The aus was explanted and a new device was implanted. Should additional information be received a supplemental report will be submitted. It was further reported that this surgery was due to an unknown reason and the mechanical failure or fluid loss are related to a different device that is captured in pr (B)(4).

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a mechanical failure or fluid loss the patient had his artificial urinary sphincter (aus) removed and replaced. The physician stated later that the pump appeared to be empty of fluid but on cystoscopy the cuff appears full of fluid but not completely coapting. The aus was explanted and a new device was implanted. Should additional information be received a supplemental report will be submitted.